Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 05/10/2024, that on (B)(6) 2024 the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2024. It was reported that the patient experienced a skin reaction with infection, under entire patch area, which occurred 4 days after the sensor had been inserted in the arm. The patient noticed she had redness that was turning purple and went to the hospital on (B)(6) 2024. The patient was in the hospital for a total of 1 hour, and the area was cleaned with betadine. The patient received a prescription for doxycycline 100mg twice per day. At the time of the report, the patient felt better. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.